Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014, she activated a pod and checked the pod which looked like it had inserted correctly. She wore the pod for the day, and her blood glucose level rose to 447 mg/dl. She consulted her endocrinologist who advised her to remove the pad and use manual injections. When she removed the pod, she noticed that the cannula had not deployed. The pink slide insert was not visible in the viewing window.